Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. Two 7.0 x200mm, 135cm and a 7.0 x150mm, 135cm charger balloon catheters were used subsequently for dilatation. However, the balloons would not hold the pressure and ruptured. Blood was in the indeflator upon inflation and it was noted that there was a rip. The procedure was completed with a 4.0 balloon catheter. No patient complications were reported.